Event description:
Synthes (B)(4) reported a case of a humeral nail revision which is scheduled to take place on (B)(6) 2013. Humeral nail to be revised due to non-union. Procedure was done outside (B)(6) on an unknown date. Recent image taken on an unknown date does not show any failure of the nail and screw. It is assumed that the screws have backed out, but this is not confirmed as intra-op or earlier post-op images are not available. The nail will be removed and another procedure will be done to get bony consolidation. Revision date is scheduled for mon. (B)(6) 2013. This report is for an unknown screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: this report is for 4.5mm ti multiloc screw. This is 1 of 2 reports for the same event. Revision surgery took place on (B)(6) 2013 and not (B)(6) 2013 as planned. Product code: corrected from hwc to hsb.

Event description:
Reportedly the patient was returned to the operating room (or) on (B)(6) 2013 for revision surgery. The surgeon removed one nail and two screws. It was reported the devices were intact; however, x-ray taken on an unspecified date confirmed the two screws had backed out. The fracture looked consolidated and therefore, the surgeon did not revise the patient with any additional hardware. Reportedly no end cap was involved or removed in the revision surgery. This report is for 4.5mm ti multiloc screw. This is 1 of 2 reports for the same event, (B)(4).